Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to remove the cartridge from the pump, inspect and discard the damaged o-ring, and fill a new cartridge. The customer, assisted by technical support, successfully loaded the new cartridge onto the pump and resumed insulin delivery. No cartridge replacements were necessary, and the customer was advised to monitor system performance.